Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.0mmx30mmx143cm nc quantum apex was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.0mmx30mmx143cm nc quantum apex was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the target lesion was 99% stenosed, non-tortuous and severely calcified. Additionally, the balloon ruptured during initial inflation at 8 atmospheres for 5 seconds.